Event description:
The device was returned to zoll for upgrade. During initial testing, the device's pacer output was found to be out of specification. There was no pt involvement in the reported malfunction.